Manufacturer narrative:
H6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is normal system output as a result of a software process put in place by sn when system detects multiple handpiece error prompts. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori tka procedure, after getting the handpiece error ((B)(4)), they got an error that said "internal server error" followed by "system is bad" ((B)(4)). This is the second time they have reported these same errors. The procedure was completed with a delay greater than 30 minutes by rebooting the system. No other complications were reported.